Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a year prior to the report the patient was in a car accident. It was noted that there was a change in stimulation. The patient needed their stimulation adjusted or it ¿isn¿t working¿. The patient thought the car accident and caused the issues. The patient only had 2 settings on their programmer because he had problems with the 3rd and 4th so they were shut off. The third and fourth settings now appeared to be back and it was wreaking havoc on the patient¿s body. The patient would turn stimulation on for a couple of days but had to turn it off because their arms ached. The patient¿s therapy was not working as expected. After the car accident the patient noticed a change in programming and therapeutic effect.